Event description:
During a saphenous vein procedure, a clear plastic piece from the balloon dissection cannula broke off into the pt. The procedure was converted to an open procedure in order to retrieve the clear plastic piece that reportedly detached. No add'l pt complications occurred once after the piece was retrieved. The pt was last reported to be in good condition.